Event description:
The patient received two scs leads with the same lot number. It was reported the patient experienced ineffective stimulation due to lead migration. A sjm representative tried reprogramming to no avail. Subsequently, the patient underwent surgical intervention to reposition the leads on (B)(6) 2015. However, one of the leads was damaged during the procedure. In turn, the physician explanted and replaced the damaged lead. Reportedly, effective therapy was restored postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.